Event description:
After discharge, and already at home, the patient's wife opened the packaging of one of the bottles and found that the extender that should have been fixed to the plunger of the bottle, was loose, preventing drainage. Did the disconnection occur before use or during use? If before, was the bottle discarded and a new bottle used for drainage? If during use, was the drainage line connected to the patient's catheter? Where is the catheter located, abdomen? Chest? 08dec2020: tw notice sent requesting update, no response received. Based on photos provided, fluid appears in the bottle indicating bottle was likely in use.

Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation: two photos samples were received by our quality team for investigation. Upon visual inspection, it was observed that the drainage line was disconnected from the bottle therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001321283 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Additionally, we identified that preventative maintenance was not properly performed on one of the machines which adheres the drainage line to the spike. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to both personnel not following procedure and manufacturing equipment. Manufacturing personnel have been notified of this incident and additional training was provided. Updates will be implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrences.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
After discharge, and already at home, the patient's wife opened the packaging of one of the bottles and found that the extender that should have been fixed to the plunger of the bottle, was loose, preventing drainage. Did the disconnection occur before use or during use? If before, was the bottle discarded and a new bottle used for drainage? If during use, was the drainage line connected to the patient's catheter? Where is the catheter located, abdomen? Chest? 08dec2020: tw notice sent requesting update, no response received. Based on photos, fluid appears in the bottle indicating bottle was likely in use.